Event description:
While tightening the transconnector, during a posterior lumbar fusion at l3-l5, the tip of the 2.5 mm hex screwdriver broke off. The tip remains in the patient as the surgeon was unable to retrieve the broken piece.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing records have been requested.